Event description:
The patient stated that she started using v-go 20 on (B)(6) 2019. The patient mentioned that the v-go's are not sticking to her skin and 6 in total have fallen off, sometimes when showering.